Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with st-elevation myocardial infarction (stemi). Angiography showed an occlusion of the right coronary artery (rca) and during percutaneous coronary intervention (pci), a perforation was noted with bleeding to the pericardial sac. The 3.5x26 mm graftmaster covered stent was attempted to be placed with a balance middleweight (bmw) guide wire as well as a 6fr non-abbott guide catheter; however, the stent could not exit the distal part of the guide catheter and the proximal shaft was broken close to the hemostatic valve. The graftmaster was removed and the 2.80x19 mm graftmaster covered stent was attempted but again it could not exit the guide catheter and the proximal shaft was broken. A non-abbott stent was used to treat the perforation without any issue and the bleeding was stopped. Reportedly, 2-3 days after the procedure the patient died from cardiogenic shock. Per the physician, the patient arrived with cardiogenic shock. The delay with the graftmasters during the procedure did not contribute to the patient death. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device, and the reported separation was confirmed. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. The reported difficulty to advance/position was unable to be confirmed due to the returned condition of the stent delivery system (sds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to advance/position and shaft separation appear to be related to operational circumstances of the procedure. It is likely that the during advancement through the anatomy, the stent strut became damaged causing resistance and the difficulty to advance/position sds through the guiding catheter. Manipulation against resistance likely caused the hypotube to kink ultimately resulting in the shaft separation. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as a non-abbott stent was used to treat the perforation without any issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.